Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was repeated and duplicated multiple times. It was noted that air detector was not operating as intended and was the cause of the reported issue. Service replaces the air detector to correct the reported issue. Service also performed a full preventive maintenance and functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited air in line alarm. No patient was involved in this event. No adverse effects were reported.